Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a failed battery test alarm on the insulin pump. Customer's blood glucose was 128 mg/dl at 9:15 pm. Customer stated that a new battery was replaced at the beginning of the call. Customer stated that she does not receive frequent failed battery test alarms. Customer reported several pump error alarms including pump error 35, 37-39, 41-43, 79-80, 82, and 130. Customer stated that she is able to rewind the pump. Customer stated that the pump failed the displacement test. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.